Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. After thorough deeper cleaning to remove the blood/tissue residues, the fixation mechanism was able to be extended and retracted within the specification. The screw length was measured, and it was within specification (1.5 mm). Some x-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported abnormal electrical values may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead into the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during an implantation attempt on (B)(6) 2025, a vega lead was attempted to be implanted in the ventricle. According to the physician, difficulties were encountered while screwing the helix into the cavity. The lead was then removed from the patient¿s body and tested on the table, where the screw mechanism operated within specification. However, when reinserted, the same difficulties were faced. Finaly, a medtronic lead was implanted instead.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. After thorough deeper cleaning to remove the blood/tissue residues, the fixation mechanism was able to be extended and retracted within the specification. The screw length was measured, and it was within specification (1.5 mm). X-rays of the lead were taken to inspect the fixation mechanism, the proximal part (is1-pin), the outer coil, and the inner coil, which drives the screw mechanism. Torque and deformation of the inner coil were observed. This finding could be related to multiple repositioning attempts of the lead and/or an excessive number of turns performed to extend and retract the screw during the implantation attempt. Based on the investigation, a lead-related issue is not suspected. This case is retained and used for trending purpose

Event description:
Reportedly, during an implantation attempt on (B)(6) 2025, a vega lead was attempted to be implanted in the ventricle. According to the physician, difficulties were encountered while screwing the helix into the cavity. The lead was then removed from the patient¿s body and tested on the table, where the screw mechanism operated within specification. However, when reinserted, the same difficulties were faced. Finaly, a medtronic lead was implanted instead.

Event description:
Reportedly, during an implantation attempt on (B)(6) 2025, a vega lead was attempted to be implanted in the ventricle. According to the physician, difficulties were encountered while screwing the helix into the cavity. The lead was then removed from the patient¿s body and tested on the table, where the screw mechanism operated within specification. However, when reinserted, the same difficulties were faced. Finaly, a medtronic lead was implanted instead.